Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 700 mg/dl. The cause of hospitalization was reported as wrong infusion. The customer reported that she was getting too much insulin overnight and want to change basal rate so she will not go low in the morning. The customer¿s blood glucose level was 140 mg/dl. The customer was not wearing the insulin pump during the hospitalization and the customer was off the insulin pump for less than 48 hours. The insulin pump will not be returned for analysis.